Event description:
The hospital reported that, during a surgical procedure, the clinician was unable to ventilate the pt in either mechanical or manual modes. The pt was resuscitated and is reportedly in a coma.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the site. Gehc performed an onsite investigation. Upon arrival at the hospital, it was reported that the equipment was in the state it was left in after the reported event. During the checkout, when ventilation was attempted, the following alarms were generated: "cannot drive belows", "low raw" and "check flow sensors". It was confirmed that these logs were consistent with the alarms generated during the case as captured in the machine logs. Visual inspection performed on the breathing system revealed a larger than normal gap between the flow sensor module and the circuit module and also identified the circle module lens was not assembled correctly to the circuit module. During the disassembly process. It was observed that the inspiratory check disk retainer was installed with the retainer ears pushed too far down on the seat, thus blocking gas flow and resulting in the inability to ventilate in either mode. Once gehc properly reassembled the breathing system parts, the preoperative checkout of the equipment passed. There is an internal hospital investigation to determine how the misassembly of parts occurred.